Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the microscope headpiece is loose. There is no further information at this time.

Manufacturer narrative:
The customer reported that the ¿headpiece¿ of the microscope stand was loose. The customer reported event was on a console that was not the microscope stand. The reported affected console was repaired by a third party. As the reported issue was determined to be unrelated to the microscope, the service request was subsequently cancelled. The microscope stand was manufactured on april 6, 2017. Based on qa assessment, the product met specifications at the time of release. The root cause is unable to be determined conclusively as the incorrect system was reported. The manufacturer internal reference number is: (B)(4).